Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 50 mg/dl. The customer was treated with an intravenous fluid drip, and was released from the ER 7 hours later. Upon being released from the ER customer¿s bg level was 202 mg/dl, and customer was "okay." Reportedly, the pump basal rate was incorrect. The customer had inadvertently changed the pump basal rate settings. Customer adjusted the basal settings to address the issue.